Manufacturer narrative:
Event date approximate. Refer to manufacturer report #3004209178-2017-21524 for details pertaining to the related reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was in a diagnostic sleep study to try to diagnosesleep apnea. The patient had sleep apnea prior to getting dbs so the study was to confirm if the patient still had it. The healthcare provider (hcp) indicated he knew the patient currently had sleep apnea. The study showed the patient was negative for sleep apnea however since then the patient had been "going downhill"; the patient did not want to move around, just to sit in a chair all day. The patient had to be reprogrammed because of this sleep study, and since then had been doing better. The caller also noted the patient hit their head and needed stitches and this may also be the reason for the patient going downhill. No further complications were reported as a result of this event.